Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced swelling at the implant site and was treated with oral antibiotics (specific date, duration and dosage not reported). The issue was resolved. The implanted device remains.